Manufacturer narrative:
According to the customer on 3/29, "the 16 french silicone foley was leaking and the pad was wet. We switched to 18french foley". There was no reports of serious injury. A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 3/29, "the 16 french silicone foley was leaking and the pad was wet. We switched to 18french foley".